Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, device reprogramming was performed to adjust the autocapture. During reprogramming a loss of capture was noted and not recognized by the device correctly and the patient was symptomatic as therapy was required at the time of the event. The device was reprogrammed to a fixed output to resolve the issue. The patient was in stable condition following the reprogramming.